Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was impacted (401 mg/dl). It was confirmed that the customer would take a correction bolus and would use fast and long acting insulin for alternate insulin therapy.